Event description:
The patient suffered a cardiopulmonary arrest. Rn attempted to obtain inraosseus (io) access after peripheral IV access was lost. 1st attempt was in left tibia. After placement, dr stated the io was "too lateral" and was not "steady". 1st io removed and a second attempt was made by another physician in left tibia.after patient was stabilized in ICU, rns attempted to remove io. However, the hub detached while attempting to remove by hand. The needle remained lodged in the bone. Rns then attempted to utilize hemostats to remove needle with no success. Device rep, contacted by manager and instructed to remove needle with pliers. While attempting remove needle with pliers, portion of needle broke off. Rep was contacted again and came to bedside to assess site. Rep states the needle is in cortical bone and recommended orthopaedic physicians for removal of needle.======================manufacturer response for vidacare corporation- ez-io 45mm 15 gauge needle and stabilizer kit, (brand not provided) (per site reporter).======================unknown.